Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. The physician inserted the pod coil into the target location through the lantern. After the pod coil was partially out from the distal end of the lantern, the physician attempted to retract the coil to repack it; however, it did not respond appropriately to manipulation of the pusher assembly. The physician advanced and retracted the pod coil several times, confirmed a lack of responsiveness, and determined that the pod coil had unintentionally detached. As a result, the lantern containing the detached pod coil was removed from the patient and the coil was flushed out on the back table. The procedure was continued using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.